Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging when the patient breathes in, he feels burning in his lungs when he wakes up while using the device. Patient also states he can't stay sleep. Medical intervention was not specified. Three attempts were made, and the patient states the device is not available to be returned to the manufacturer for further evaluation. The manufacturer believes they will be unable to gather additional information and no further investigation can be performed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging when the patient breathes in, he feels burning in his lungs when he wakes up while using the device. Patient also states he can't stay sleep. Medical intervention was not specified. Three attempts were made, and the patient states the device is not available to be returned to the manufacturer for further evaluation. The manufacturer believes they will be unable to gather additional information and no further investigation can be performed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. A correction was made to the question " complete??" In the general tab. Initial report should have been marked "yes" as maximum attempts were made to gather additional information prior to this report being filed.